Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. A photo of the reported device was provided. Based on the photo, it appears that the string is missing. However, without additional information, we are unable to determine at what point the string became detached. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the distributor, a codman pattie did not contain a string. There were no reports of delay or patient harm. Lot number is not available.